Event description:
An olympus field service engineer (fse) reported, during procedure, the high-definition lcd monitor had ¿occasionally¿ no image. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the subject device had a good appearance, and the device had been powered on for several days with a normal output. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, the intended procedure in this event was a diagnostic (painless upper gastrointestinal endoscopy) procedure. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue could not be confirmed, and no abnormalities were observed. Olympus will continue to monitor the field performance of this device.